Event description:
A caller reported experiencing a minimum fill notification with their insulin pump. The customer's blood glucose level at the time of the event was recorded as 20, well within the range of 54-500 mg/dl, indicating no adverse impact. Despite following troubleshooting procedures and attempting to reload the original and a new cartridge, the issue remained unresolved. Consequently, the caller resorted to using an insulin pen for therapy, and technical support decided to replace the pump.